Event description:
It was reported by the rep that the (1) hp052, (2) hp051, (1) dh105 and (2) hs002 were used during a CABG procedure. It was reported that the system toned out with the hp052 and the blade and handpiece were exchanged three times. The operationg room time was extended by 15-20 minutes. 07/25/2000 add'l info rec'd: the case was completed with a handpiece.